Manufacturer narrative:
Additional information was received that the patient went to the emergency room (ER) but no treatment was given.

Event description:
A report was received that the patients stimulation was uncomfortable. It was also mentioned that the patients stimulation was too strong. The patient fell down the stairs due to overstimulation and lack of ability to control his legs.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8120-70 serial #(B)(4): description: artisan surgical lead, 70cm.

Event description:
A report was received that the patients stimulation was uncomfortable. It was also mentioned that the patients stimulation was too strong. The patient fell down the stairs due to overstimulation and lack of ability to control his legs.